Event description:
The manufacturer received information alleging particles in tubing/chamber related to a CPAP device's sound abatement foam. The patient alleges lungs are collapsing, fatty liver, nasal problems, nasal/throat irritation or soreness. Patient states was checked for cancer and it was clear and has had lots of blood tests. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Event description:
This is a follow up report for previously filed MDR report 2518422-2022-27091.

Manufacturer narrative:
The manufacturer previously reported an allegation of an issue related to sound abatement foam. Additional information has been received; therefore, section e1 and h6 have been updated . This action was reported to FDA per 21 cfr part 806. The device will be corrected per res 88058.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging a CPAP device's sound abatement foam became degraded and lungs are collapsing, fatty liver, nasal problems, nasal/throat irritation or soreness and patient stated that checked for cancer and it was clear and had lots of blood tests. The reported events of dizziness and nasal/throat irritation or soreness are assessed as non-serious injury and the reported fatty liver and lungs are collapsing are not related to the device. Therefore, the device did not cause or contribute to a serious injury or death. Repeated attempts to have the device and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed.